Event description:
During a cardiopulmonary bypass procedure, it was observed that the gas flow from the gas blender module could only be controled manually and the screen function did not work. There was not adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.